Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.0x12mm apex, guide catheter: cardis 6f. Evaluation summary: a visual inspection was performed on the returned wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported separation appears to be related to circumstances of the procedure. In this case, based on the reported information, it is likely manipulation and/or inadvertent mishandling of the wire that during retraction the wire became stuck or entrapped with other devices used causing the wire to kink resulting in the core separation at the hypotube. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat 90% stenosed and calcified lesion in the left diagonal coronary artery. A bmw universal guide wire and non-abbott guide catheter were advanced to the target lesion without resistance. A 2.0x12 non-abbott balloon dilatation catheter (bdc) was then advanced to the target lesion without resistance. The guide wire was pulled back without resistance when the physician felt the guide wire snap/separate in two pieces. The guide catheter, bdc and guide wire were then removed from the patient anatomy as single unit. It was confirmed that no part of the guide wire remained in the patient anatomy. A non-abbott guide wire was then advanced, and the target lesion was stented with a couple xience stents to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.